Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (inability to baseline) has been confirmed. Upon eval, ECG done of electrode d was detached from the pcb inside the electrode. The cause of the inability to baseline is failure to detect a signal at ECG electrode d. The cause of the inability to detect a signal is the detached done from the pcb. The root cause of the detached done cannot be positively identified. No adverse event resulted from the damaged electrode. The pt received a replacement electrode belt.

Event description:
A pt service rep (psr) contacted zoll customer support while assisting a (B)(6) male to report and inability to complete the pt's baseline. The pt was fit with a replacement electrode belt.